Manufacturer narrative:
Updated information: b5 narrative updated.

Event description:
A 63-year-old male with cardiomyopathy and a pre-support clinical state consistent with scai shock stage e underwent planned axillary/subclavian surgical placement of an impella 5.5 device via the right arterial access on (B)(6) 2026. During the initial attempt, the impella pump was inserted into the left ventricle; however, the abiomed 0.018 guidewire could not be removed as it repeatedly caught on the pump outflow and became bent and kinked due to tortuous anatomy. The pump and guidewire were therefore explanted together approximately five minutes after implant, and the procedure was aborted for that device with no patient harm reported. A new impella 5.5 device and abiomed guidewire were subsequently opened, prepped, and successfully implanted during the same procedure at 10:42 am, and the patient remained on support at the time of reporting. The overall procedure outcome was successful with use of another device, and the patient outcome was reported as no harm. Based on the information available, this event represents a procedural difficulty related to challenging anatomy necessitating removal and replacement of the initial device and guidewire, with successful continuation of support and no adverse patient outcome attributed to the impella system. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Additional information provided by advanced surgical consultant: "the guide wire is available."

Manufacturer narrative:
The device was returned d9 was updated.

Manufacturer narrative:
No device was returned for evaluation. The complaint cannot be verified. The root cause of the reported event could not be determined. The event appears to be use related.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this guidewire device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.

Event description:
Clinical narrative: a 63-year-old male with cardiomyopathy and a pre-support clinical state consistent with scai shock stage e underwent planned axillary/subclavian surgical placement of an impella 5.5 device via the right arterial access on (B)(6) 2026. During the initial attempt, the impella pump was inserted into the left ventricle; however, the abiomed 0.018 guidewire could not be removed as it repeatedly caught on the pump outflow and became bent and kinked due to tortuous anatomy. The pump and guidewire were therefore explanted together approximately five minutes after implant, and the procedure was aborted for that device with no patient harm reported. A new impella 5.5 device and abiomed guidewire were subsequently opened, prepped, and successfully implanted during the same procedure at 10:42 am, and the patient remained on support at the time of reporting. The overall procedure outcome was successful with use of another device, and the patient outcome was reported as no harm. Based on the information available, this event represents a procedural difficulty related to challenging anatomy necessitating removal and replacement of the initial device and guidewire, with successful continuation of support and no adverse patient outcome attributed to the impella system. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
B5 narrative updated.

Event description:
Additional information provided by the advanced surgical consultant indicates that the product packaging was intact with no damage and the device was removed without difficulty. The impella 5.5 device and abiomed 0.018 guidewire were inspected prior to use and appeared normal and free of defects. The guidewire was prepared using standard sterile technique with no issues noted during preparation. The device was advanced appropriately over the guidewire with no difficulty, and no unusual force was required at any time during use. Difficulty was encountered only during guidewire removal when the wire repeatedly caught on the pump outflow. The pump and guidewire were removed simultaneously and safely. A new impella 5.5 device and guidewire were subsequently opened, prepared, and successfully implanted. The patient remains hemodynamically stable.

Manufacturer narrative:
D4 revised. H6 medial device problem code: replace ¿device interaction or damage by another device¿ with difficult/unable to remove through other device¿.